Manufacturer narrative:
Concomitant product: 694765 lead, implanted: (B)(6) 2004; 507658 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead had oversensing causing inhibition of ventricular pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead measured low impedance due to an inner insulation fracture. The lead was programmed off and remains in the patient.